Event description:
My son is 13 and has been a type 1 diabetic for a few years, he was using the dexcom g6 which is linked to his insulin, recently his doctor recommended he move to the g7 since it has a quicker startup and is smaller so it is less likely to hit it during school activities. When switching over we had to download a new g7 app, from the apple store, we were prevented from doing so because the new app is rated for 17+ years old, the g6 app was rated 4+. To be able to download the app to his phone we have to remove all age restrictions. Removing all age restrictions was also what dexcom customer support told us was the correct course of action. I explained why this is a bad idea for a device cleared for use on pediatric patients, they recommended we put the app on a parent's phone and just give him remote follow app. I told them that would disable all of the FDA cleared connectivity between the cgm and insulin pump, so that would be a huge negative on managing his sugar levels.